Event description:
It was reported that fast fix was adjusted and passed through cannula, t1 was lowered activating the trigger first time, by the second time of trigger activation, t2 did not deploy. All t's were removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the needle. The actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1. The trigger was cycled and the actuator deployed t2 as intended. This investigation could not identify any evidence of product contribution to the reported complaint. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.